Manufacturer narrative:
D10 concomitant products: unknown-vloc, unknown vloc product (lot#:unknown) (B)(6), "robotic-assisted endoscopic onlay repair (r-endor) for concomitant ventral hernias and diastasis recti: initial results and surgical technique", 2024, surgical endoscopy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed between october 2018 and april 2023. It was noted that the company's suture was used to complicate the dr (diastasis recti) in a cranio-caudal direction, with a second, reinforcement suture placed from caudal end of the dr.(diastasis recti). Additionally, a company's mesh was used for plication reinforcement and was fixated with the company's suture, in combination with additional fibrin sealant. There were 15 patients included in the study and complications included seroma that required drainage, surgical site infection treated with IV antibiotic therapy after readmittance and hernia recurrence treated with open repair. Robotic-assisted endoscopic onlay repair (r-endor) for concomitant ventral hernias and diastasis recti: initial results and surgical technique; (B)(6); 2024; surgical endoscopy.